Event description:
It was reported that the patient experienced dizziness due to non-capture on the right ventricular (rv) lead. The lead also was not sensing unless at maximum unipolar. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the setscrew marks on the connector pin were too proximal and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis indicates that there are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.